Event description:
New information states the physician elected to reposition the right ventricular (rv) lead. There were no patient consequences.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed under sensing on the right ventricular (rv) lead. Programming changes were performed to resolve the issue. The patient was in stable condition.